Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly. The physician tested the pump several times and the fluid was flowing backwards and not to the cylinders when pumped. It was flowing backwards as if deflating. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak tested. The microscope test revealed that poppet rod was found to be misaligned in the momentary squeeze (ms) pump. The ms pump kink resistant tubing (krt) was worn to the filament. The pump only pumped water in and out of the reservoir krt. The pump was not functionally tested.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly. The physician tested the pump several times and the fluid was flowing backwards and not to the cylinders when pumped. It was flowing backwards as if deflating. The ipp was explanted and replaced. There were no patient complications.